Event description:
It was reported that the user dropped the ilet, resulting in a cracked display and an unresponsive touchscreen, and a replacement device was provided. Symptoms included none, and blood glucose remained unaffected. Outcomes included temporary discontinuation of the device and transition to an alternative insulin therapy until the replacement was received. Investigation included device replacement logistics and confirmation that the damaged unit was returned. Investigation of this case revealed physical damage to the screen consistent with accidental impact, which rendered the user interface nonfunctional; the remainder of the device could not be assessed in use due to the screen failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.